Event description:
Pt with history of solid organ transplant several years ago was in mild acute rejection receiving daily IV steroids. During an infusion, the pump alarmed (during flush only) several times "track coarse error". We traced our lines and checked our settings multiple times and found no set-up error. We are not sure what this alarm means and how to troubleshoot ing past it. It delayed the flush of a medication IV. Item was red tagged and the red tag # (B)(4).